Manufacturer narrative:
The lot number and expiration date of the cl electrode was requested, but not provided. The customer noted that the sipper tubing fell off. Upon review of the alarm trace, an ion-selective electrode (ise) internal reference error, an ise noise error, and sample short alarms were observed. The field service engineer stated the customer connected the tubing back onto the sipper nozzle. The instrument was shut down and re-started. An air purge and reagent primes were performed. The customer ran calibration, controls, and performed sample comparisons with another analyzer. The sample result comparisons were acceptable. The investigation determined the customer and service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cl electrode on a cobas 6000 c (501) module. The customer noted they were getting ise errors on patient results. No questionable results were reported outside of the laboratory. The sample initially resulted in a cl value of 137.4 mmol/l and it repeated on a second analyzer as 98.5 mmol/l. The repeat value was deemed correct.